Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem technical support performed a system check and the pump was found to be functioning as expected. The customer removed the cannula and no damage was noted. The customer indicated that all of the supplies on the pump would be changed.